Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: ep-105994 - e1 epoly liner - 975420; 13-104054 - m/h radial cup - 617690. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04135.

Event description:
It was reported that during a hip procedure, the liner would not seat in the cup. After impacting several times, the ring in the cup was damaged and needed replaced. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.